Event description:
It was reported that the deep brain stimulation (dbs) patient experienced fluid discharge. Therefore, the patient underwent a revision procedure wherein the right burr hole cover was explanted. The patient was expected to fully recover postoperatively. No further information could be obtained despite good faith efforts.